Event description:
My dermatologist removed a mole and two weeks later, upon removing the suture, he used mastisol on the scar with steri strips. The very next day, I had an extremely painful rash with pus. I went to a "care now" facility and received a steroid shot the following day because my dermatologist's office was closed. When their office reopened monday, I was sure to contact them with the diagnosis that I was severely allergic to mastisol. They were not at all surprised and told me if it worsened to call back. Well the following friday (yesterday) I have started developing serious hives due to the allergic reaction.